Event description:
(B)(4).

Manufacturer narrative:
The product was investigated and found to be in working order except for missing slingbar latches. The most probable cause to this incident is that the sling was applied around the slingbar latch instead of in the slingbar hook. The product was repaired and the staff was instructed on the proper lifting technique.